Manufacturer narrative:
Bayer product analysis reviewed photographs of the product. Visual examination confirmed the presence of a foreign material within the syringe barrel. Our investigation determined that the foreign material was most likely introduced during the manufacturing process at the third-party supplier and went undetected. A 12-month review of complaint history determined the complaint rate to be (B)(4) complaints per (B)(4).

Event description:
The customer reported the following: the customer observed a foreign material floating in the ssqk 65/115vs contrast syringe barrel after the filling process. No injury or adverse event was reported.